Event description:
Device malfunction: filter basket recovery issue time of malfunction. During the procedure in 2006 symptoms: dysphasic, slurred speech and right sided weakness. Time of symptoms. During procedure. During recovery of the filter basket, the recovery catheter caught on the stent struts. After three attempts, the filter basket was retrieved successfully using a 6 fr shuttle sheath. Additionally, the pt experienced a tia. The symptoms were dysphasic, slurred speech and right sided weakness. All the symptoms were resolved within 24 hrs with no reported effects to the pt.